Event description:
In 2007, the pt was surgically treated for an abdominal aortic aneurysm. The proximal neck was outside of IFU; measurements were not available. During the procedure, five (5) gore excluder aaa endoprostheses were implanted. The first device to be implanted was an aortic extender component, the second was the trunk-ipsilateral leg component, next was the contralateral leg component, and then two add'l aortic extender components were added distal to the left (lower) renal artery. The pt tolerated the procedure. In late 2008, the pt presented with back pain. Cta showed a type iii endoleak from a disconnect between two of the aortic extender components. The same day, the pt underwent a reintervention. Two gore excluder aaa endoprostheses were implanted and excluded the type iii endoleak. A trunk-ipsilateral leg component was place into the aortic neck, distal to the left renal and proximal to the most proximal aortic extender component. The contralateral leg component was placed on the left side to extend the previous graft. An angiogram showed the type iii endoleak was excluded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder extender endoprosthesis (aortic and iliac) are intended to be used after deployment of the gore excluder aaa endoprosthesis. Please note add'l devices pxa260300, pxa260300.